Manufacturer narrative:
Device not returned, follow up conversation with company rep.

Event description:
It was reported a neurosurgeon performed a balloon kyphoplasty procedure in a pt at levels l1 and l3 for vertebral compression fractures. At the completion of filling "thick" bone cement into l3, extravasation occurred laterally into a vein. Ap views confirmed the "cement was in the vein, but the trail did not continue throughout the vein". It was reported that the pt was kept overnight and closely monitored. The pt woke up feeling very good and was asymptomatic. The pt was discharged in the morning with no symptoms. No additional info was reported.